Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Advice customer to return to their local pharmacy or place of purchase for replacement of the product. Syringes lot# np18123 is part of the recall z-3202-2018 most likely underlying root cause: mlc-140- supplier manufacturing defect. Note: customer called back on (B)(6) 2018 to confirm that she went to her pharmacy and was told to call the manufacturer. I provided information to clarify with customer that lot np18123 was part of the syringe recall but customer disconnected the call and attempt to call her back a few times and unable to leave a voicemail. Unable to contact customer.

Event description:
Consumer reported complaint for syringe not fully aspirating. Customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. Customer has not had a chance to use syringes as of yet. Advised customer to not used this syringe lot and return to their local pharmacy or place of purchase for replacement. Syringes lot number is part of the recall.